Event description:
It was reported that touchscreen was pitted and difficult to read at times. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.